Manufacturer narrative:
Getinge became aware of an issue with one of our columns - 116001a0 - otesus or table column, stationary. As it was stated, the column could not be operated via a remote control (116091a0 ir remote control) nor an override panel. According to the provided information, there was no function due to damage to the socket and its cover which allowed liquids to penetrate through it. The patient was operated on the table top 115030 on the transporter 114061 or 114062 without using the column. Additionally, the issue led to a short delay in the surgery on the anesthetized patient. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the socket damaged due to water ingress resulting in an inability to position the patient as required and causing a delay in treatment resulting in prolonged anesthesia time, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the devices were being used for the patient¿s treatment, and thus were also directly involved with the reported incident. As the column¿s malfunction was found, it was considered that the getinge device failed to meet its specifications. A review of the received customer product complaints revealed that in the past there was no serious injury to the patient or user when this particular issue occurred. Comparing the number of complained devices to the number of investigated otesus columns on the market we can conclude the failure ratio is (B)(4)% for the issue investigated herein. Comparing the number of complained devices to the number of 116001 columns, 115030 table tops, 114061 and 114062 transporters and 116091a0 remote controls on the market we can conclude the failure ratio is (B)(4).% for the issue investigated herein. The affected device was inspected by the getinge service technician. The technician has confirmed the malfunctions of the column and remote control. The defective socket with a broken cover (component number 31023674) was replaced. According to the technician, a remote control 116091a0 had a broken display, however it still could be operated. Therefore, it has been assessed that this malfunction did not contribute to the reportable issue occurrence and will be covered by a non-reportable investigation. After the defective component was replaced, the column was returned to usage. The ssu has assessed that the socket¿s cover had been damaged due to external force caused by the incorrect operation. Furthermore, the total failure was caused by violent damage to the socket, because liquids had penetrated through it, causing a short circuit. During the repair, the ssu has also noticed that the override control¿s plugs were not plug in by the third party company responsible for the maintenance. In the past, there were 2 additional non-reportable customer product complaints registered for the 116001a0 with serial number (B)(6) related to hinged covers being broken off by the users, but did not cause any risk for the patients. According to the general device specification (ga 1160.01 rev. 3, page 142), the device has an ip x4 spray water protection against ingress of liquids. In the instructions for use, the user is warned that liquid should never be allowed to enter live parts (ga 1160.01 rev. 3, page 121). In the IFU (ga 1160.01 rev. 3, page 23), the user is advised to eliminate all potential hindrances and obstacles before moving the mobile operating table and avoid collisions. The user is also warned about a hazard resulting from improper handling (ga 1160.01 rev. 3, page 19). The user shall be absolutely sure to follow the operating instructions for the operating table. The user is also informed that getinge products may be used only when fully functional. The user shall check to ensure that this getinge product is fully functional and in good working order prior to use. It has become evident that the user has utilized the product disregarding the safety notes from the IFU. The user has already been advised to use the column carefully. In the transporter¿s instructions for use (ga 1140.60 rev. 10, page 5), it is stated that transporters are intended to be used for transporting the patients onto operating table tops within the surgical department immediately before and after actual surgery. Any other use is considered improper use of the appliance. The user was already informed that operating the patient on the transporter is not allowed. In summary and as a result of the performed root cause evaluation, it was concluded that based on available information it can be established that the root cause of the reported issue, namely the socket damaged due to water ingress resulting in an inability to position the patient as required and causing a delay in treatment resulting in prolonged anesthesia time is related to the user error. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, d11 concomitant products, h3a device evaluated by manufacturer, h3b device not eval provide code and h3c if other provide code - explain, h4 device manufacture date and h6 medical device ¿ problem code fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 11th october 2023 getinge became aware of an issue with one of our columns - 116001a0 - otesus or table column, stationary. As it was stated, the column could not be operated via a remote control (116091a0 ir remote control) nor an override panel. According to the provided information, there was no function due to damage to the socket and its cover which allowed liquids to penetrate through it. The patient was operated on the table top on the transporter without using the column. Additionally, the issue led to a short delay in the surgery on the anesthetized patient. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the socket damaged due to water ingress resulting in inoperability of the column and causing a delay in treatment resulting in prolonged anesthesia time, was to reoccur. Corrected b5 describe event or problem: on 11th october 2023, getinge became aware of an issue with one of our columns - 116001a0 - otesus or table column, stationary. As it was stated, the column could not be operated via a remote control (116091a0 ir remote control) nor an override panel. According to the provided information, there was no function due to damage to the socket and its cover which allowed liquids to penetrate through it. The patient was operated on the table top 115030 on the transporter 114061 or 114062 without using the column. Additionally, the issue led to a short delay in the surgery on the anesthetized patient. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the socket damaged due to water ingress resulting in an inability to position the patient as required and causing a delay in treatment resulting in prolonged anesthesia time, was to reoccur. Previous d11 concomitant products: 116091a0 r contr, 115030b0 table top, transporter. Corrected d11 concomitant products: 116091a0 r contr, 115030 t. Top, 114061/62 transp. D11 concomitant products: 116091a0 ir remote control, 115030 modular universal table top, 114061 or 114062 transporter. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h4 device manufacture date: 08/01/2014. Corrected h4 device manufacture date: 07/16/2014, previous h6 medical device ¿ problem code: activation, positioning or separationproblem/positioning problem/positioning failure/1158 environmental compatibility problem/moisture or humidity problem/moisture damage/1405 material integrity problem/break//1069 corrected h6 medical device ¿ problem code: activation, positioning or separationproblem/positioning problem/positioning failure/1158 environmental compatibility problem/moisture or humidit.

Event description:
On 11th october 2023, getinge became aware of an issue with one of our columns - 116001a0 - otesus or table column, stationary. As it was stated, the column could not be operated via a remote control (116091a0 ir remote control) nor an override panel. According to the provided information, there was no function due to damage to the socket and its cover which allowed liquids to penetrate through it. The patient was operated on the table top 115030 on the transporter 114061 or 114062 without using the column. Additionally, the issue led to a short delay in the surgery on the anesthetized patient. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the socket damaged due to water ingress resulting in an inability to position the patient as required and causing a delay in treatment resulting in prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 11th october 2023 getinge became aware of an issue with one of our columns - 116001a0 - otesus or table column, stationary. As it was stated, the column could not be operated via a remote control (116091a0 ir remote control) nor an override panel. According to the provided information, there was no function due to damage to the socket and its cover which allowed liquids to penetrate through it. The patient was operated on the table top on the transporter without using the column. Additionally, the issue led to a short delay in the surgery on the anesthetized patient. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the socket damaged due to water ingress resulting in inoperability of the column and causing a delay in treatment resulting in prolonged anesthesia time, was to reoccur.